Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited oversensing of noise, low amplitudes and atrial tachycardia (at) which resulted in inappropriate shocks. The system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.